Manufacturer narrative:
The lead remains implanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, this implantable right ventricular (rv) defibrillation lead appeared to be in good condition and had good measurements. The lead was inserted into the new device but during the tug test it was noted that the pace/sense pin had separated from the insulation. The lead was surgically abandoned and a new lead was implanted. There were no adverse patient effects reported.